Manufacturer narrative:
Internal reference number: (B)(4). Initial MDR report.

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2010, the patient experienced breakage of the device. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a lgn ps high flex xlpe sz 7-8 9mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Without the requested clinical information, a thorough medical investigation could not be rendered. Therefore, the impact to the patient beyond the reported revision 13 years post implantation could not be confirmed nor concluded. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection drawing, the final inspection includes the verification of part configuration per print. Also per material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.